Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. Getinge service was not requested by the customer. However, the getinge territory manager discussed the issue with the nurse in relation to how the pump will change triggers in auto mode and the question was asked if the iabp had been in semi-auto because it would suspend pumping until the EKG was re-established (she had removed the EKG to bathe the patient and the pump suspended therapy). In addition, the customer biomedical engineer has advised that there are five machines at this location, and that they are unable to isolate the specific iabp that is the subject of this complaint event. The biomed also stated that all five iabps were tested and the reported issue could not be duplicated. The iabps are all ready for clinical use.

Event description:
Customer reported that an investigation was started to determine why the cardiosave intra-aortic balloon pump (iabp) failed to seek for the optimal trigger source prior to termination of cardiopulmonary bypass. It was also reported that in a subsequent conversation with one of the nurses, there was a similar experience with a patient where the EKG leads were removed in order to bathe the patient and the iabp (which was in automatic mode) went into stand-by rather than seek/switch over to EKG trigger. The customer is desirous of determining the root cause of not-seeking-optimal trigger issue in automatic mode (ie, iabp software and/or hardware issues). As part of the plan, the customer indicated that they would contact their clinical engineering department to conduct a review of the iabp data logs, to number each iabp for tracking purposes, and determine whether or not our assistance as the vendor is required to address and resolve this issue. No adverse event was reported.